Manufacturer narrative:
The reported events of ¿lead would not advance well¿ and helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix stretched, bent, and clogged with dried blood. X-ray examination found the helix to be stretched and bent at the helix region consistent with procedural damage. Hence, unable to perform helix mechanism/extension length test. The cause of the helix mechanism issue was isolated to the helix being damaged and clogged with dried blood. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left ventricular (lv) lead would not advance well when attempting to place lead in septum. When trying to remove the lv lead, the helix appeared to be stuck and ultimately the helix extended. The lead was not used, and a new one was implanted. The patient was in stable condition.